Event description:
It was reported that the customer delivered two boluses while sleeping resulting in a low blood glucose level of 30 mg/dl. The customer consumed carbohydrates to address the low bg. No additional details were reported for this event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.